Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that he was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 1300 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Checking the history files revealed that the insulin pump alarmed no delivery prior to the event. Nothing further was reported.